Event description:
Midline to right arm was placed on (B)(6) 2015 (dvt noted on (B)(6) 2015).

Manufacturer narrative:
A lot history review (lhr) of reyj1861 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.